Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer states that the other blood glucose level was 300 mg/dl. The customer did not provide any information regarding symptoms and treatment for their high blood glucose. The customer performed the ketone test and it was negative. The customer getting out of auto mode. The customer stated that the battery cap contact was came off. The customer declined the troubleshooting. The insulin pump will not be returned for analysis.